Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia of value 44 mg/dl. Customer's blood glucose value was 40 mg/dl at the time of incidence and current blood glucose value was 67 mg/dl. Customer also receive calibration not accepted alert. The customer was assisted with troubleshooting. The customer was treated with food. The device will not be returned for analysis.